Event description:
My doctor switched me from acuvue oasys to acuvue vita for astigmatism and it's been horrible. These contacts are making my vision blurry, it's uncomfortable, scratches my cornea and I can only wear them for 3 days max yet they are supposed to be good for a month. I've already gone thru 6 of the 12 and they're supposed to last me a year, and it's only been a few months. I find myself using my old acuvue oasys because acuvue vita is so uncomfortable and gives me headaches from blurriness. Reference report mw5170032, mw5170033, mw5170034, mw5170036, mw5170037.